Event description:
It was reported to philips that the heartstart xl defibrillator/monitor did not always deliver 200j shocks. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
There was no patient involvement. The issue was detected by the biomed during preventive maintenance